Event description:
Report 3 of 3 of the same event: it was reported that during an unspecified surgical procedure, it was discovered that the ¿control unit (console device) showed errors e2 and e5 intermittently and the trepan (drill bit-motor device) was not rotating¿. The reporter indicated that the ¿system was not working properly¿. According to the reporter, the perforator (compact speed reducer device) was blocked with the error messages e2/e5 presented on the control unit (console device)¿. It was not reported that there were delays in surgery. The reporter indicated that a spare drill system was available to continue the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number or complete address provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.